Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in spain, it was reported that the patient experienced an issue with two infusion sets, with a kinked cannula, which was noticed within 3 hours of insertion and had only been in use for a few hours. The event occurred on (B)(6) 2024. The issue was resolved by replacing the infusion set, after which insulin delivery resumed successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.